Event description:
Customer received result of 16.3 mmol/l on compact plus system 1, and a result of 8.2 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 20807041, expiration date 05/31/2014). (B)(4).